Event description:
Information received indicates the hi/low function will run up unintentionally once the hi/low down button is released. Housekeeping was cleaning the bed when the unintentional movement occurred.

Manufacturer narrative:
Repairs have not been completed.